Event description:
It was reported that during a thyroidectomy procedure the device did not coagulate correctly. There was post operative bleeding which was controlled by opening the skin sutures and ligating the bleeding vessels. No additional pt consequence.

Manufacturer narrative:
Info not available, device not returned for analysis.